Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for non-malignant pain reported they saw the manufacturer¿s representative (rep) a few months ago and was given a program, but he wanted to be able to get different programs instead of just one. According to the patient ¿just one program doesn¿t give me the total therapy I need, like when I¿m sleeping, sitting, or walking I need access to change programs. I haven¿t been getting total therapy since it was put in.¿ in january the patient had a fall and hit their head on the refrigerator door and had to have staples put in their head, and experienced a loss of therapy which was noted to be related to positional movement. The patient programmer (pp) was used and indicated stimulation was on. Stimulation was adjusted but this didn¿t resolve the issue and the patient didn¿t have another group to try. The rep. Was going to contact the patient about scheduling a meeting. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.